Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
The surgeon called the company representative because the robot didn´t move from parking to home position. The surgeon even tried with kineverif, but got a vigilance device failure. The company representative advised to press the emergency stop button and release it again and try again. Rosa then moved to home position. Patient was already in general anesthesia. The surgeon wants to have the system checked, before they use the system next. (B)(6) is in quarantine in the hospital.

Manufacturer narrative:
A full analysis of the data logs has been performed and permitted to conclude that the move to the predefined home position from parking failed after the arm connection multiple times, including from the maintenance kineverif software. This issue was due to the vigilance device plugs incorrect connection. The adjustment of pins inside the plug permitted to solve the issue. Each cables and also all welds of the vigilance device were checked and were all functional.

Event description:
The surgeon called the company representative because the robot didn´t move from parking to home position. The surgeon even tried with kineverif, but got a vigilance device failure. The company representative advised to press the emergency stop button and release it again and try again. Rosa then moved to home position. Patient was already in general anesthesia. The surgeon wants to have the system checked, before they use the system next. Rosa in quarantine in the hospital.